Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter had a line through display issue. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that the display issue occurred at 6pm on (B)(6) 2019. The patient manages his diabetes with insulin (no adjustments) and he denied that he had made any changes to his usual diabetes management routine. He alleged that as a result of the alleged issue, he developed symptoms of ¿sweaty and nauseous¿. He reported that he went to the emergency room (ER) where he received insulin treatment for his symptoms. He indicated that at 7:30pm on (B)(6) 2019, a blood glucose result of ¿289 mg/dl¿ was obtained on the ER/hospital meter. During troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event which required medical intervention, after the alleged product issue began.